Manufacturer narrative:
One 72201769 biosure ha 6x25mm screw was used for treatment was returned for evaluation. There is bio-matter attached to the product, therefore the physical condition of the product does not support the allegation. The entire screw has damage on nearly all surfaces and has been crushed. The distal threads were burnished and compressed almost flat. This aligns with attempted use on an inferior tunnel and stripping. The whole body was vertically fractured. The phillips head was disfigured and fractured. Outer thread edges are chewed up. They also have a black mold like substance covering almost all threads. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. Instructions for use recommends pre tap; ¿appropriate size tap¿ choice is important as this is a tapered screw. Based upon the fracture condition and visual characteristics observed, much torque force was placed upon the screw during attempted insertion. Complaint history review indicated a similar allegation for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause associated with the manufacture of this device could be supported. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that during a cl reconstruction surgery the anchor cracked, the device did not break inside the patient's anatomy. The same bone hole was used to complete the surgery. No patient injuries or significant delay reported. Back-up device was available. Results of investigation have concluded that there is bio-matter attached to the product, therefore the physical condition of the product does not support the allegation which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.